Manufacturer narrative:
Visual inspection revealed there was no extension tube/stopcock assembly in the sideport of the hemostasis body. Microscopic examination of the inner wall of the sideport revealed a slight edge with some evidence of solvent present. The detached extension tube was not returned in this case and would have aided in a more thorough investigation of the placement of the tube in the sideport during manufacturing. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: 12/30/2010. Date the initial reporter provided the info to the manufacturer: 12/08/2010.

Event description:
It was reported that while performing an af ablation procedure, the physician noticed that the sideport had become partially detached. Blood was noted to be leaking from the sideport. The introducer was completely removed from the body.